Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the external pads have noise from the ECG. There was no patient involvement.

Manufacturer narrative:
Philips received a complaint on a heartstart mrx device indicating that there is noise from the ECG on the external pads. There was reportedly no patient involvement. The customer has been informed that the unit is at its end of life and therefore, service can no longer be completed. Due to the device's end of support status, no service or technical support can be provided. The customer was sent a copy of the mrx end of life letter via email. The device remains at the customer's site. No further action is warranted at this time.